Event description:
It was reported that the ilet displayed ¿dosing stops soon¿ and prompted for a blood glucose entry, and when the user entered values the system indicated "calibration not used," while the dexcom g7 app showed active glucose readings; the user then paired to the dexcom app with the code and subsequently confirmed glucose values on the ilet, and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy impacting glycemic control and no need for medical care. Investigation included troubleshooting and user education regarding signal loss between the ilet and the dexcom g7 and guidance to re-pair the cgm data source. Investigation of this case revealed a temporary data transmission issue limited to the ilet connection, resolved by re-establishing pairing to restore cgm data to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue between the cgm and the ilet.